Manufacturer narrative:
Complained product will not be not available.

Event description:
Stuck to my gum/catching on my gum [gingival injury]. Toothbrush heads [...] Broke - oral-b [device breakage]. Head [...] Wobbly - oral-b [device connection issue]. Case narrative: female consumer via e-mail reported that the oral-b io toothbrush heads broke, were wobbly, and stuck to her gum. No serious injury was reported.